Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Manufacturer narrative:
(B)(4). Additional narrative: leak condition confirmed. Leakage was noted at the connection of the blue winged luer cap. The root cause of the leak condition is due to rough surface on the internal diameter of the winged luer cap, which could lead to leaks at the connectivity of the luer body and winged luer cap. The blue winged luer cap was noted to be securely tightened. No other observation was noted. No other observation was found on the unit. A batch review has been conducted which revealed product met all acceptance criteria for release. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
During the service evaluation of this sample for a separate reported problem (see submission 6000001-2011-01308- ruptured reservoir), a leak was observed at the connection site of the luer lock and blue winged cap. This was not reported by the customer; rather discovered during service/testing. This represents a breach in the sterile fluid pathway and is therefore considered a reportable event. No patient involvement. No additional information is available.